Event description:
It was reported, the pt has lost stimulation. An impedance check was performed and revealed all invalid contacts. The pt will undergo x-rays on a later date. Attempts to gather additional info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.